Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly; therefore, the patient visited the hospital two weeks before surgery. The inspection found a dimple pump, when the pump was pressed, the bulb remains flat. The patient requested the device to be replaced with a spectra malleable prosthesis. The reservoir was not removed. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reporte event through device evaluation. The pump failed the activation test. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that these activation issues could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation because the reported event can be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly; therefore, the patient visited the hospital two weeks before surgery. The inspection found a dimple pump, when the pump was pressed, the bulb remains flat. The patient requested the device to be replaced with a spectra malleable prosthesis. The reservoir was not removed. The patient had a stable outcome following the procedure.